Event description:
A dreamstation auto bipap device was returned to a manufacturer as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. The device was scrapped after the evaluation was completed.